Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. We checked the returned unit and confirmed that the distal end assy w/ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end assy w/ccd module. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.